Event description:
It was reported that, "pt complained of hip pain. Stem was loose, cup was loose dr revised cup and stem."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.